Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The infusion set was in use for 48 hours. The glucose level was 20.3 mmol/l and the patient was treated with correction via pump and infusion set change. No further information available.